Event description:
The report stated that the device was used for cystectomy/ileal conduit. The knife would not go back to the original position and could not be taken out of the tissue. It was on adipose tissue at the time, so forceps and electric knife were used to remove the device. There was some oozing/bleeding.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.